Event description:
It was reported that a revision surgery was performed due to patient pain. During revision surgery it was noted that the patella was free floating. The patella was replaced and poly changed out.